Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had no power and screen was black. A field service engineer replaced retractor band, module controller, and drawer controller but the issue persisted. The fse also found enhanced full height drawer 6 was off the bus and data light was off when pyxibus module board was plugged in and powered station off and replaced pyxibus module board, confirmed that the customer logged in, added drawer back in storage space configuration and tested drawer to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es power supply had failed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.